Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the overlay to the screen was broken. It was also noted that the stylus was missing, and the electrocardiogram (ECG) connector was loose. (B)(4).

Event description:
It was reported that the screen of the programmer needed to be replaced. The programmer was returned for service. The device was analyzed and tested out of specification. It was indicated that there was no patient involvement associated with this event.